Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, while advancing the benchmark into the patient, the physician fractured the hub of the benchmark. Therefore, the benchmark was removed. The procedure was completed using a non-penumbra catheter. There was no report of an adverse effect to the patient.